Event description:
Regulatory agency reported, on behalf of a health professional, a left side device rupture, capsular contracture, baker grade IV, "breast is very hard, deformed, and painful to the touch" with change of device color observed during surgery. The device has been explanted.

Manufacturer narrative:
Continued phone number (e.1): (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and capsular contracture, baker grade IV.